Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. At the time of report, it was unknown if the device involved in the event was removed; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. The event of tubing grown into the intestinal wall (perforation) is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025, a caregiver reported that the patient's tube was attached to the wall of the intestine. No further information was available as the patient declined to be contacted.